Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they had a low battery and inserted a new one. Every time they selftest they get the hardware low level failures error. The customer had to rewind and everything, everything is working. They did the selftest again. The pump says is working and every time they do the selftest is says the pump error. Customer is able to complete pump rewind. Error table indicates the pump should be replaced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the full functional test including the displacement test, rewind test, prime test, seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Format history file analysis confirmed pump error 63 due to poor solder joints ambient light sensor on keypad assembly. The device was received with cracked retainer, minor scratched display window and scratched case.